Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 03-mar-2023 h6: investigation summary one used sample (model #mp5303-c) was returned by the customer. It was reported by the customer that they are not able to aspirate or flush through the extension set. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was connected to a 10ml bd syringe and attempted to be flushed with water. The set was able to be flushed. The failure was unable to be replicated, and the complaint could not be verified. A root cause was unable to be determined because the failure was unable to be replicated. A device history record review for model mp5303-c lot number 22109193 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h10.

Event description:
It was reported while using bd maxplus pressure rated extension set with removable needleless connector there was a clog. There was no report of patient impact. The following information was provided by the initial reporter: customer was unable to aspirate or flush through the mp5303-c extension set.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd maxplus pressure rated extension set with removable needleless connector there was a clog. There was no report of patient impact. The following information was provided by the initial reporter: customer was unable to aspirate or flush through the mp5303-c extension set.